Event description:
It was reported that the patient experienced persistent bacteremia with (B)(6) requiring antibiotic therapy and removal of the implantable cardioverter defibrillator (ICD) system removal. The source of the infection is not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis. (B)(4).